Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's (lm) final investigation and review of the customer cleaning disinfection and sterilization (cds) processes. Additionally, to provide an update to field d8. The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the subject device and the reported event could not be identified. The root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An endoscopic support specialist provided a reprocessing in-service at the user facility, which included all cleaning, leak testing, high level disinfection, delayed reprocessing and storage using information contained in the olympus reprocessing manual. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000416. This event was submitted by the user facility under this MDR number 1184621211-2024-0001. This report is related to the following linked patient identifiers: patient 1 (B)(6), patient 2 (B)(6), patient 3 (B)(6), patient 4 (B)(6).

Event description:
It was reported that there were four (4) potential patients directly impacted by one suspected medical device. The patients underwent procedures involving the same individual suspected medical device between (B)(6) 2024. The patient referenced in this report underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure with the suspected medical device on (B)(6) 2024. The patient presented to the emergency department on (B)(6) 2024 with bacteremia and had a blood culture drawn. When the blood culture resulted positive with carbapenamase-producing carbapenem resistant e. Coli (cp-cre), the patient was admitted to the hospital on (B)(6) 2024. The patient improved with treatment and was discharged with home health on (B)(6) 2024. On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On august 21,2024, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. It is unknown when the tear appeared on the scope, what caused it, and whether it was present for ercp procedures involving affected patients. The customer reiterated that the device had an inner sheath tear, which the customer was not aware of, and they used the scope on several patients. The customer further stated that the device might have caused a cross contamination between patients. Reportedly, the device has been in quarantine in a secure location. The customer confirmed that the device passed the leak test prior to procedures being done.